Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak and sac growth events are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this event could not be determined. The procedure related harm identified was an access site complication (left inguinal hematoma). The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak of the lumbar artery. The type ii endoleak was discovered during review of the post implant computed tomography (CT) scan dated (B)(6) 2020 . The final patient status was reported as discharged home in stable condition seven (7) days following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial procedure, a type 1b endoleak was identified. The right common iliac artery had become aneurysmal and was back filling the abdominal aortic aneurysm (aaa). Re-intervention was completed, physician implanted an ovation ix main body as well as two (2) ovation ix iliac limbs to treat the issue. Additional information: clinical assessment identified a type ii endoleak of the lumbar artery and access site complications occurred.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial procedure, a type 1b endoleak with sac growth were identified. A re-intervention was completed. The physician elected to reline the original implanted devices with ovation ix abdominal stent graft system to treat this event. The patients status was not provided.